Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, when suturing the uterus, after three stitches, the needle and suture were separated and the suture broke. The doctor sutured the tissue and stop the bleeding of not more than 500 ml.